Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Initial reported phone # is: (B)(6). Device not returned.

Event description:
The customer reported the device provided high spo2 readings. No consequences or impact to patient were reported.